Manufacturer narrative:
It was unable to download with carelink and unable to communicate with meter due to problem isolated to interface board. No error alarm noted during testing. It was unable to prime during the prime test due to faulty force sensor resistor. The basic occlusion, occlusion, excessive no delivery tests could not be performed due to the prime/fill anomaly. Device passed the unexpected restart test and selftest. All operating currents are within the specification, no unexpected low battery or off no power alarm noted. Device had cracked reservoir tube lip. (B)(4).

Event description:
The customer had called before to complain about being unable to upload to carelink and receiving error messages that the meter dos not communicate with the insulin pump. The customer called back a few days later after receiving a new meter and reported that she keeps having the same issues. Blood glucose value was 184 mg/dl. The insulin pump was replaced and returned for analysis.